Event description:
The pt was undergoing extensive orthopedic surgery, including repair of an open humeral fracture. During repair of the humeral fracture, the tip of the drill bit broke off and became lodged in the bone. The surgeon was made aware and a decision made to leave it in place.